Event description:
Customer reported that the internal display of their pump was cracked and broken, although the touchscreen itself remained undamaged. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.